Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low glucose (gluc) results generated by the unicel dxc 800 pro synchron clinical system. The erroneous results were not reported out of the lab. There was no affect to patient or user with regard to this event.

Manufacturer narrative:
A field service engineer (fse) cleaned the glucose reaction cup and performed electrode calibration. The fse noticed there were draining issues with the cup, found the drain line partially clogged and the line was cleaned. Its is unknown if the customer has been performing the required maintenance. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.